Event description:
(B) (4) clinical study. Same case as MFR report #: 2134265-2020-01782. It was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension. The index procedure treated the 80% stenosed, 6x25mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm wallstent. Following post dilation with an unspecified device, the residual stenosis was 0%. Later the same day, the patient experienced hypotension. The patient was treated with medication and the event was listed as resolved without residual effects on day 5. The patient was discharged on day 2. Per the physician, the event was listed as "possibly related" to the study devices.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).